Manufacturer narrative:
(B)(4). Lens not returned.

Manufacturer narrative:
Method (other): work order search, medical review. Results (other): a lens work order search was performed and one similar complaint was found within the work order ((B)(4)). The lens for this complaint was lost by the facility but a lens from the same lot ((B)(4)) was available and was evaluated. Visual inspection of this lens found a piece of one haptic torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Therefore, it can be justified that the complaint was not product related. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions (other): based on the complaint history, work order search, medical review and the evaluation of the product from the same lot , the most probable cause of the event was low vaulting secondary to a short lens. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to to low vault. The lens was exchanged for a longer length lens. This resolved the problem. On the patient's last visit on (B)(6) 2014, bcva was 20/13. The lens was lost at the facility.